Event description:
It was reported that the clips or staples are jamming. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73e1800116 was manufactured on 05/11/2018 a total of 9,000 pieces. Lot was released on 05/07/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The stapler was returned with 29 staples left in the cover block indicating that at least 6 staples were fired by the end user. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form but did not release from the stapler. The trigger was manually reset , and the staple released. This was repeated two more times with the same result. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. One staple was able to correctly form but did not release. The staple was manually removed. Two more attempts were made , and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was repeated two more times with the same result. The sample was shipped to the manufacturing site for further investigation. Further functional inspection was performed at the manufacturing site and the stapler was unable to release the staples properly. The sample was disassembled , and the anvil was replaced, but again, the staple was still unable to release. The forming tool was also replaced, but the staple was still unable to release. It could not be determined what prevented the staple from releasing. CAPA 40009409 was opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The sample was shipped to the manufacturing site for investigation. It could not be determined what prevented the staples from releasing. A CAPA was opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "clip jamming" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to release properly. The sample was sent to the manufacturing site for investigation and it could not be determined what prevented the staples from releasing. The device history record showed no evidence to suggest a manufacturing related cause. A CAPA was opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips or staples are jamming. There was no patient injury.